Event description:
The facility reports a patient was being transferred from the wheelchair onto the bed. When the patient was above the bed, they suddenly dropped onto the bed. It was then noticed that the sling was loose from the fixing point at one side and loose parts were found. No reported injuries.